Event description:
The guidewire shredded during removal. No other information provided. Additional information: the facility representative states that the guidewire was removed intact with the catheter, and there was no migration and no portion of the device left in the patient. Occurred at the time of insertion. No patient injury. Per medwatch: rn attempted peripherally inserted central catheter (PICC) line in patient's left upper arm. Vein successfully cannulated using guided ultrasound and then guidewire was introduced. Microintroducer then was placed over guidewire without complications to secure location within vessel. Good blood return coming from outer open edge of the microintroducer. Upon trying to pull inner cannula (dilator) out of the microintroducer, the guidewire began to shred. Procedure immediately stopped and ms notified. Upper arm x-ray taken to visualize wire location and rn held guidewire securely until assessed by pediatric surgeon. Wire successfully removed by surgeon and pressure dressing placed over site.

Manufacturer narrative:
The complaint was confirmed, but the exact cause is unknown. It appears that the guidewire was damaged during use. The guidewire was unraveled and the distal end of the unraveled coil wire was received within the microintroducer sheath. Kinks were found in the sheath just distal to the tabs and at the midpoint of the sheath. The unraveled coil wire was protruding from the distal tip of the sheath. The weld tip was not attached to the distal end of the coil wire. A point at the distal tip of the sheath had been pulled inward, which caused a portion of the edge around the distal tip of the sheath to fold inward. It is possible that as the guidewire was retracted, the guidewire inadvertently caught on the tip of the sheath. The vessel dilator had been removed and was not returned for evaluation. No defects related to the manufacturing process were noted on the complaint sample. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.